Manufacturer narrative:
The sling involved in this incident was returned to the MFR for evaluation. The label was no longer legible. The sling had random wear and scuffmarks around the clips. The breakage line on the clip was vertical and did not compare to the breakage of similar clips during testing and stress calculations. This clearly indicates breakage due to stress much higher than the safe working load limits. This is the sound clip breakage reported with this customer. Based on the info provided, the MFR has concluded that the breakage shown is in line with cases where clips were not washed and/or dried according to operating instructions and were subjected to mechanical pressure. This mechanical pressure causes breakage lines to occur and may cause the clip to break under normal use. The operating and product care instructions state that slings are to be inspected before each and every use. Also, the sling label provides washing instructions and reminds the user to first read the operating and product care instructions. The MFR recommends users be retrained to the sling and device operating and product care instructions, with extra attention to the washing instructions and the "check before each and every use" policy. The MFR also suggests that all slings on site should be checked and evaluated for replacement.

Event description:
The facility reported that a resident was being transferred from bed to wheelchair when the clip on the sling broke. The staff immediately lowered the resident into the chair. No injuries were reported to resident or staff.